Event description:
It was reported that an ilet user experienced recurrent low blood glucose reported at 55 mg/dl when the system delivered insulin below 120 mg/dl, and the user was entering meal announcements to correct high glucose rather than only when eating, which reflects an improper use procedure related to the user interface. No adverse clinical symptoms associated with hypoglycemia reported and treated with carbohydrates. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for meal announcements in the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.